Event description:
It was reported that an alert was recorded due to high shock impedance measurements out-of-range on this right ventricular (rv) lead. Technical services recommended that if there was a gradual rise in the shock impedance, to raise the alert limit. No further details were provided. This rv lead remains in service and no adverse patient effects were reported.